Event description:
Customer said, "pad was arching". The product was returned for investigation. The customer did not claim any injury. The product was approx. 11 years and 9 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigator observed that 1 side of cord was severely twisted. The user was not unplugging the pad after use which lead to the twisting. The twisting also created tension on the other side of the cord. This tension at the strain relief led to the cut which caused the arching the customer described. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts".